Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown concentration of fentanyl at 220.65mcg/day via an implantable infusion pumps for spinal pain. It was reported that the patient gave themselves a bolus and the ptm showed a warning 2 or 3 times that told the patient to go to their doctor. The patient went to their doctor and showed them the code and the doctor told the patient that this was just a "burp." The patient reported that the pump stopped in the doctor's office and the patient waited while the doctor interrogated the pump over and over again until the pump started up again. The patient went back to the doctor a couple of weeks later to be checked and the doctor told the patient they didn't need to come back. In (B)(6) 2019 the patient was sick and they didn't know the cause of the sickness. The patient reported that they were having heart palpitations and shortness of breath. The patient reported that they only use their bolus when they're "crying in pain." No further complications were reported.